Manufacturer narrative:
The device was returned without an associated complaint. Failure event observed during analysis. Final analysis found a transmitter that could not be powered up. After opening the alternating current power adapter, burnt components were observed on the main circuit board. A burned mark was also noted on the inner casing of the adapter. After opening the transmitter, burnt circuit components were observed on the main pcb. The root-cause of the no power issue was the burn damage to the pcbs sustained through a high current flow through the alternating current electrical power outlet.

Event description:
This report is to advise of an event observed during analysis.